Event description:
It was reported that a catheter issue occurred. The 80% stenosed, 22 x 2.5 mm target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was identified by the motor, was flushed with normal saline. After flushing, catheter was twisted and got kinked and could not be used. The procedure was completed with another of same device. The patient condition following procedure was stable.

Event description:
It was reported that a catheter issue occurred. The 80% stenosed, 22 x 2.5 mm target lesion was located in the severely tortuous and mildly calcified left anterior descending artery. The opticross imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the catheter was identified by the motor, was flushed with normal saline. After flushing, catheter was twisted and got kinked and could not be used. The procedure was completed with another of same device. The patient condition following procedure was stable.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window and telescope were kinked. No other damages were found.